Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received.  Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges that the patient experienced pain on account of her asr left hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in her blood as determined from blood tests. Update - ((B)(6) 2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2014 - medical records received. Dor updated. Patient was revised to address heavy metal toxicity. Upon revision, grayish-blood tinged synovial fluid, grayish-metal stained tissues, (B)(6) bone ingrowth on the acetabular cup, and osteolysis were noted. The femur was fractured when removing the stem. The stem and sleeve are being added to the complaint. This complaint was updated on 1/12/2015.